Manufacturer narrative:
(B)(4). Add'l data: per customer report - customer indicated that upon initial attempt to login touchscreen was frozen with a message displayed regarding tutorial. Reboot was the successful resolution. Upon further review, it was determined this case was MDR reportable.

Event description:
User reports inability to login to the pyxis anesthesia system in an effort to access medications. No pt harm.